Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the user inadvertently programmed an antibiotic infusion (piperacillin/tazobactam) for 2 hours and 40 mins (160 mins) when the medication order was for 240 mins. The user reportedly entered ¿240¿ in the ¿hh:mm¿ field during programming on the pump. Due to this event, the customer is requesting the manufacturer to change the field to solely in ¿minutes.¿ there was patient involvement but unknown outcome.